Event description:
The reporter indicated that 12.6mm tmicl12.6 implantable collamer lens of a -11.0/3.0/088 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2020. Low vault with very mild cataract was reported. A lens exchange is planned. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).

Manufacturer narrative:
B5: the lens was later intraoperatively removed and replaced for a different model, longer length lens due to low vault with no rotation and lens opacity/asc. It is reported that he patient is doing well and the vault has substantially improved. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).